Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation, as it has been disposed of, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2009. The patient is an (B)(6) male, however, wight is unknown. According to the complainant, during the procedure, they found that the scalpel in the kit was dull. The physician completed the procedure with a different scalpel. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.